Event description:
It was reported that the patient contacted cw site to advise the foley catheters they received are a different size than previously and they are not able to use it. Reviewing the lot numbers provided we didn't send mygw2925 and had spoken to the colleague this was an old packaging, so was not sure where this had come from. The product codes are the same so they should be identical as the photos do make one look bigger.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.